Event description:
It was reported that a micro drill medium straight attachment got hot during a procedure and burned the patient on the lip. The burn was 1cm second degree burn. Triple antibiotic ointment was prescribed for treatment. Scaring is expected.

Manufacturer narrative:
The probable cause of the device overheating was attributed to corroded bearings and lack of lubrication.